Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing and non-sustained ventricular tachycardia (vt) episodes were noted on the right ventricular (rv) lead. No programming changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.